Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned, and the lot number was confirmed with the packaging returned with the device. During visual inspection, the coil delivery wire was kinked/bent. The introducer sheath was damaged. The introducer sheath distal tip was intact. During functional inspection, the microcatheter was flushed and an attempt to advance the 0.0158" patency mandrel was made; however, the patency mandrel would only advance 5cm from the proximal of the hub of the microcatheter. An attempt to advance the patency mandrel distally but was unable to advance when the proximal section was met. The catheter shaft was cut at 5cm from proximal of the hub and a coil was removed, there was procedural fluid on the coil and there was material which appeared to be ptfe (polytetrafluoroethylene) wrapped around the coil. The coil appeared to be manually detached and damaged. The distal ball was intact. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported event was confirmed based on analysis. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The event reports that the coil could not be advanced in the microcatheter and when the operator tried to withdraw it, it still felt very hard. It is likely that the coil was jammed in the microcatheter lumen and detached during the attempt to remove the coil. Ptfe from the microcatheter was found to be present on the returned coil. It is likely that the main coil was damaged during advancement and then damaged the microcatheter inner lumen. Based on a review of the available information, there is no indication that a use error contributed to the reported event. An assignable cause of procedural factors will be assigned to the as reported event of coil in catheter friction and the as analyzed events of main coil stretched, main coil kinked/bent, main coil prematurely detached/separated during use and coil jammed. The issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. An assignable cause of handling damage will be assigned to the as analyzed event of coil delivery wire kinked/bent and coil introducer sheath damaged. The issue is likely due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
The coil (subject device) was returned for analysis and the device investigation revealed that the coil (subject device) was prematurely detached during use. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.